Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl. The customer stated that the pump was turning off on its own for a couple of years. The customer stated that he was being hospitalized for diabetic ketoacidosis twice. The customer was hospitalized two times with blood glucose readings over 500 mg/dl. The customer stated that he was in the hospital in (B)(6) 2013 and (B)(6) 2014. The customer will call back about hospitalization information.